Manufacturer narrative:
Conclusion: the event of the stent collapsing was caused by the embolic protection device which had become tangled with the stent during its removal. Although the stent did not malfunction and the physician had confirmed that this event was not due to product failure of the stent, this event has been assessed as reportable due to the fact that the patient required surgical intervention to remove the collapsed stent. The surgical procedure was successful and the condition of the patient has been reported as "fine."

Event description:
The following information was reported to the manufacturer: "physician had deployed an embolic protection device distal to the stent [device in question]. When removing the distal protection device, the embolic protection device became tangled within the stent. Upon trying to untangle the device, the stent collapsed. The physician was unable to remove the stent, so patient had to have the stent removed surgically. The stent was removed successfully. Physician noted that this was not a product failure, rather a technical error." The following additional information was received by the manufacturer on 5/8/2007: "the patient who has the complication with the embolic protection device is doing fine."